Event description:
During eval of the lifevest device a reportable problem was detected. Monitor sn (B)(4) was unable to communicate with the ecgs of a test electrode belt, and the cables were damaged on electrode belt sn (B)(4). The equipment was last associated with a (B)(6)female pt who experienced non-treatable rhythms and subsequently passed away on (B)(6) 2013. Upon investigation, the pt's ECG recordings revealed the pt was experiencing bradycardia at 45 bpm, followed by slow vt at 130 bpm which self-converted to sinus bradycardia at 54 bpm and transitioned to asystole with intermittent cardiac activity. No treatment sequence was initiated for bradycardia or asystole as these are considered non-shockable rhythms. A shock was not administered for the vt as the rate was below the threshold of 150 bpm for initiating a treatment. The pt's husband reported to zoll customer support that ems was called to their residence to attempt resuscitation of the pt. He reported that ems arrived and cut the electrode belt away from the pt to allow them to perform chest compressions. Per the pt's husband, ems attached their monitoring equipment to the pt and no pulse was detected; however, ems did perform an external defibrillation during their resuscitation efforts. The pt subsequently passed away. The damage to the equipment was likely caused by the forcible removal of the belt and the external defibrillation of the pt during ems resuscitation efforts. There is no evidence that the device caused or contributed to the pt death as the device's ECG recordings and flag files show that the equipment was fully functional during pt use prior to detection of the non-treatable rhythms and the arrival of ems.

Manufacturer narrative:
Device eval of monitor sn 07055357 has been completed. As received, the monitor was unable to communicate with ecgs of a test belt. Upon investigation it was discovered that resistor r781 on the monitor ca board was open, causing a failure of the monitor's driven ground circuitry. The root cause for the open resistor cannot be positively identified, however, it was likely caused by the external defibrillation administered by ems during resuscitation efforts. Device eval of electrode belt sn (B)(4) has been completed. Upon eval, the trunk cable was pulled from the strain relief which damaged the j702 connector inside the distribution node (dn). In addition, the cable connecting the dn and ECG electrodes c and d was pulled from the strain relief which damaged the j704 connector inside the dn and the dn to rear te cable was pulled from the rear te. Per the pt's husband ems cut the device from the pt, therefore the root cause of the damaged cables was the forcible removal of the belt during resuscitation efforts. There is no evidence that the device malfunctions caused or contributed to the pt death. ECG recordings and flag files from the device show that the equipment was fully functional during pt use prior to the non-treatable rhythms and arrival of ems. A replacement electrode belt and monitor were not required. Device manufacture date: monitor sn (B)(4)- 06/2013; belt sn (B)(4)- 04/2013.